Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical radiculopathy. It was reported that the patient's battery was weak. Additional information was received from the patient reporting that the cause of the weak battery was length of 8 years and that it was pretty well shot after 7 years. The patient said they would be having surgery for a new battery insert. No symptoms were reported. No further complications were reported.